Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issues were confirmed. The scope socket was loose and the mechanical lock on the video connector socket did not secure any paddles or camera heads. This caused a poor connection that resulted in noise or loss of image and flickering. The video connector board was replaced to address the issues. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the release button was broken where you plug in the scope. The physician also reported the picture was distorted. The reported issues were observed during a procedure. There were no reports of patient harm or injury. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer performed an investigation. The root cause of the reported issue was not identified. The probable cause was that the device in question had been over three and a half years old, and if the frequency of use was high, it is likely that the repeated use wore the unlocking lever of the video connector, the video connector receiver broke down, or the user tried to remove the video connector without unlocking the lock, resulting in worn out of the unlocking lever, and the video connector receiver broke down. It is also likely that the breakdown of the unlocking lever of the video connector caused the electrical contact of the connector to become unstable, which interfered with the image transmission between the scope and the video processor, causing distortion of the image. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: push the video connector of the video scope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the video scope cable and place it on the scope cable holder. If disconnecting the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.